Event description:
Customer reported inaccurately low blood glucose readings with strips, lot 1h512a. He opened the bottle of test strips (date unknown) and immediately obtained readings in the 70 mg/dl range. He obtained readings in this range for approx 3 days. Because it was unusual for his blood glucose level to continously stay in the 70 mg/dl range, he decided to use another brand of test strips. His readings were in the 140 mg/dl range. (No specific comparisons). A normal control solution test was performed and the result was 3 mg/dl versus a normal control solution range 104-156 mg/dl. The normal control solution was opened for approx one month and the customer shook it well before testing. A check strip test gave a result of 85 versus a check range of 69-94. Code was set correctly for all tests. Desiccant is in the bottle of test strips. Customer stores the test strips in his bedroom.

Manufacturer narrative:
Dsi is unable to confirm customer's complaint based on retention sample results. On 1/31/97, dsi requested that product be returned for evaluation. As of 4/16/97 return product has not been received. Lot 1h512a expired on 3/1/97. No further investigation is possible.